Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that the patient presented to the hospital when a high right ventricular lead impedance alert was triggered. Noise during isometrics was observed. Trend data was reviewed and fluctuations in pacing impedance and a threshold increase were noted, as well as sensing integrity counts. A partial fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.